Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), and stroke occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath(lis) was placed and then the native aortic valve was attempted to be treated with a 25 mm lotus edge valve, however the lotus edge valve was not implanted. The 25mm lotus edge valve was removed from the patient. A 27 mm lotus edge valve was implanted successfully in the correct anatomical location. Post procedure event summary: on the same day of the index procedure, post index procedure, electrocardiogram(ECG) revealed lbbb. On the same day, the subject complained of dizziness, nausea and headache overnight. The subject was initiated on antivert. The next day, neurological examination revealed the subject to be oriented only to person, time and situation, recalls 2 of 3 objects immediately but at 3 minutes recalls 0 of 3 objects; also recalls 3 of 3 objects with prompting, expressive aphasia and mild issues with describing and repeating phrases were significant. Based on findings, stroke code was initiated for further analysis. Computerized tomography(CT) of the head revealed no acute hemorrhage, mild generalized atrophy, old large posterior left middle cerebral artery(mca) infarction, no new loss of grey-white matter differentiation. No large mass effect, hydrocephalus, herniation or midline shift, acute fracture or suspicious osseous lesion. Orbits appeared intact, visualized paranasal sinuses mastoid air cells were noted to be well aerated. On the same day, CT perfusion of the brain with IV contrast revealed no significant perfusion abnormality and presence of old mca territory infarction. The etiology of stroke was ischemic based on neuroimaging and clinical symptoms. Three days post index procedure, another stroke code was initiated due to right facial droop which gradually switched to left facial droop. Neurological examination revealed mild dysarthria, left facial asymmetry at rest but no asymmetry with puffed cheeks. Nihs score was found to be 3:(1) best gaze- partial gaze palsy, gaze is abnormal in one or both the eyes but forced deviation or total gaze paresis is not present, (1) facial palsy- minor paralysis, and (1) dysarthria- mild to moderate dysarthria. The symptoms were noted to have quickly resolved. At the time of reporting, the event of lbbb was considered not recovered. At the time of reporting, the event of acute stroke was considered recovering. Five days post index procedure, the subject was discharged home on aspirin and warfarin.